Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 90mg/dl and 120mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 195mg/dl and 195mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concerned with 195mg/dl and 201mg/dl. Undisclosed she was unable to provide the serial number off the meter because when she went to screw the meter off the lid and the lid remained attached to the meter and she was unable to remove it.